Manufacturer narrative:
The initial report incorrectly reported the location were the event occurred and the method the device was tested. This report is updating section "f12" and "h6" to correctly report that the location of event is unknown and that only the device's cpu board was returned to zoll for eval. The reported problem was verified by installing the board in a test unit.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device had no display on the monitor screen, the light emitting diodes did not blink and there were no beeps heard. The complainant indicated that there was no pt involvement in the reported failure.